Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the device verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. H.6. Code 4581 is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Additionally, the IFU states: additional considerations for patient selection include but are not limited to patient¿s suitability for endovascular repair. Non-aneurysmal iliac artery length = 10 mm of appropriate diameter required. Reportedly, the endoleak might have caused by the disease progression.

Manufacturer narrative:
Revised g1 - manufacturing facility.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for analysis.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a distal type I endoleak at the right common iliac artery was observed. The aneurysm enlargement was not reported. Reportedly, the endoleak might have caused by the progression of disease. On (B)(6) 2021, a reintervention took place, and an additional stent graft was placed up to the right external iliac artery after the right internal iliac artery was intentionally occluded. The endoleak was resolved. The patient tolerated the procedure.